Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the device was unable to be introduced as it was stuck in the implantation tool. The device was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h3, h6. As received, the device was returned inside the insertion tool. Visual inspection found no damages or anomalies. Analysis performed on the device indicated normal device characteristics. DHR was requested and reviewed, results confirm all records were performed and accounted for. The device was received in normal working conditions with battery voltage above eri. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. No anomalies were observed.